Manufacturer narrative:
Product analysis :visual review and optical examination did not identify crack, fracture, or damage to head or internal threads. Dimensional examination of the mas head was found splay out of print specification.unable to determine root cause due to data which could support multiple conclusions.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Levels implanted: l2-iliac primary disease: adjacent vertebral disorder after plif revision at l5/s by stryker. It was reported that patient underwent unspecified spinal surgery. Intra-op, surgeon could not break a set screw off during final tightening. There was sound of break off when the surgeon was performing final tightening but it did not release from the set screw. The surgeon exchanged the screw to different size screw and the surgery was finished. The surgical time was extended less than 15mins. Product came in contact with the patient. It was reported that screws spun around at final tightening after the surgeon inserted the screw deep and connected with counter torque. The surgeon replaced the set screw but the result was the same, so he replaced the screw and completed the surgery. Rod was placed inside the screw head, but it was not inserted properly at temporary tightening. The surgeon commented that screw head might have gotten widened as counter torque could not be fully inserted. No patient complications were reported.